Event description:
It was reported that during the implant procedure, the proximal portion of the lead was partially fractured. Lead was not used and was replaced. Patient¿s condition was stable.

Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.